Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, a root cause could not be determined. A 510k number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Event description:
The patient reported to baxter customer service that they had two units from lot 28rihc. The sheeting of the cassette detached during therapy. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.